Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard their cardiac resynchronization therapy defibrillator (crt-d) alarm in the morning. It was suspected that the tone was due to a magnet response. The crt-d remains in use. No patient complications have been reported as a result of this event.